Event description:
Infection rate incrqse prompted review of products in specific department. Surgical gloves were found to rip easily and have pin holes. Random sampling of some gloves throughout facility produced similar findings. (Refer to catalogue #2d725___). Manufacturer was notified and replaced all current stock with catalogue #2d72___a, which were same item, though manufacturered differently.